Event description:
Customer's daughter reported an incident of hypoglycemia requiring professional medical treatment. Emt's called because customer was unresponsive to daughter's attempt to awaken him. Customer's advantage system produced a result of 136 mg/dl at a time when the customer was unresponsive. Customer was transported to hospital, where his blood glucose was measured at 34 mg/dl 2 hours later on the hospital device. Customer was given glucose, method not provided. Customer still at hospital at the time of report. The comfort curve strips used in the incident expired 1/31/2008. Return of the product was requested; replacement product was sent.